Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
About 10 days prior (beginning of (B)(6) 2023), the user reported that he could not hear via the implant. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At the beginning of (B)(6) 2023, the user reported that he could no longer hear with the implant. Earlier the user had good access to sound.the user has been re-implanted.

Event description:
About 10 days ago (beginning of (B)(6) 2023), the user reported that he could not hear via the implant. Re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.